Event description:
A nurse reported via phone call on behalf of the customer indicating that the customer had issues with setting up the basal on the insulin pump. The nurse was assisted with accessing the information in the bolus history. There were no details given as to the exact cause of the hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.